Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.internal insulation abrasion was noted at 30.2-30.5cm from the distal end. Internal insulation abrasion under the svc shock coil was noted at 28.6-28.7cm and 29.0-29.2cm from the distal end. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.